Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements over the past year, eventually rising greater than 2,000 ohms. High rv capture threshold measurements were also observed. Technical services (ts) reviewed, noting there were no noise events observed for this rv lead. Ts discussed continuing to observe and if noise was detected in the future, to consider a revision. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.